Manufacturer narrative:
The device was not returned. In a communication with the olympus technical assistance center (tac), via a conference call, the customer was advised to clean the electrical contact with isopropyl alcohol, connect the scope and call back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video system center exhibited a b30 error ( scope communication error). It is unknown when the issue was found. There were no reports of patient harm.